Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and one opening curved on the radius. A microscopic analysis was performed which identified: two openings sharp and stress marks, near of the opening site, this condition was called surgical impact; and one smooth opening on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on the radius assessed as surgical impact. One smooth opening assessed as smooth opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.